Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements greater than 200 ohms; triad = >200 ohms, rv coil to can = 77 ohms, and >200 ohms with superior vena cava (svc) coil. Technical services (ts) reviewed possible causes included a potential svc coil anomaly or electromagnetic interference (emi). Troubleshooting options included removing emi sources, impedance testing with max energy shock, or reprogramming rv coil to can. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.